Event description:
Customer reported receiving inaccurate glucose readings from their precision xtra meter, and her meter was not calibrated correctly. Customer reported because of her toe infection, she went to a local emergency department where they obtained a glucose reading of 432 mg/dl with their hcp meter. Customer stated she was being diagnosed with diabetic ketoacidosis and being treated with insulin injection. Adc customer services assisted customer to calibration her meter. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.